Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 150 units of insulin and remained static at 95 units. The customer's blood glucose level was over 400 mg/dl, and was addressed with a manual injection. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.